Manufacturer narrative:
The unidentified microcatheter was not returned. Located 23.0 cm off the distal tip of the green introducer, the proximal section of the coil is outside the sheath. As viewed through the sheath, the coil has severe buckling and compression damage. Note the copious amount of dried contrast at the protrusion site. The coil's socket ring has been pushed off center and just under the outer sheath . The ball tip exhibits a pattern of damage caused after the procedure when the pressure of the ball tip against the sidewall of the introducer produced the distortion to the radius. The remainder of the coil is undamaged except as noted. The coil was returned severely damaged. The evidence strongly suggests that interference of a fixed or detached nature inside the microcatheter produced a blockage which most likely stopped the coil. The source of this interference cannot be determined. In addition; without the return or the identification of the microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil was stuck in the microcatheter and could not move forward. It was approximately 25 centimeters away from the coil introducer tip. On (B)(4) 2011, failure analysis discovered that the coil was returned with severe buckling/kinking damage.